Event description:
Pt's husband is stating that the cadd extension sets are leaking near the filter - so much so that she is having to change her tubing every day. Husband was not home at the time, so unable to provide lot numbers. Asked him to call back with them when he could. Event onset date unknown; husband reports they have been having issues with the cadd extension sets for over a year. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient a able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Ongoing. Reported to (B)(6) by pt/caregiver.